Event description:
Two years in a row a physicist has found unacceptable artifacts directly atributed to a large film holder on the facility's siemens mammomat 3000 mammography unit. This was brought to siemens attention in september of 2002 and reporter was told replacing the part in question would not cure the artifact problem that it was inherent to the carbon fiber they use in manufacturing. They were contacted again in october of 2003 and reporter was told that replacing the part may cure the problem but could not be guaranteed due to the aforementioned reason. Reporter contacted FDA inspector, and they recommended filing this report.